Event description:
Hotness in knee [joint warmth]. Pain in knee [arthralgia]. Swelling in knee [joint swelling]. Case description: spontaneous report was received on (B)(4) 2013 from a nurse via sales representative regarding a (B)(6) female patient, initials unknown. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc one (hylan g-f 20) into an unspecified knee (route and dosage not provided). The lot number for synvisc one was not provided. On unspecified dates in 2012, the patient experienced hotness in knee, pain in knee and swelling in knee. It was reported that the patient was given medrol dosepak (methyl prednisolone) by physician as a treatment for all the events. The action taken with synvisc one treatment was not provided. On unspecified dates, the patient recovered from all the events as it was reported that patient was doing fine. Concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc one and all the events was not provided by the reporting nurse.

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.